Event description:
2023-jan-17 lfc, (B)(4) (hcp, rep): additional information was received from the healthcare provider (hcp) and "manufacturer" representative (rep). When asked about the cause of the device not responding, they said the cause was not determined. When asked what steps were taken to resolve the issue, they reported appointment on (B)(6) 2023 and rep in clinic. X-ray completed. The issue is not yet resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they were encountering device not responding message when trying to connect to their ins using my therapy app. Patient reported they had never had trouble with this in the past and could easily feel their ins on the right side of their body. Patent denied any falls, traumas, changes to ins site, and confirmed the communicator has not been dropped or wet. Patient repositioned the communicator multiple times over ins site but patient continued to encounter device not responding message. Patient reported no changes to therapeutic effect- they were still getting good therapeutic effect. A replacement communicator was sent. The patient's relevant medical history included that they are in need of MRI for unrelated back pain and was not able to access MRI mode due to telemetry issues. Patient called back and said they received the new communicator, however they were still having the same issue. Patient services conferenced on healthcare it and it was discovered that there were two a pps that need to be updated. Patient unable to update mdt communication manager app and patient data service app. Healthcare it agent instructed patient on connecting to wi-fi however there was difficulty connecting to wi-fi and receiving the updates. Healthcare it tried several different pathways to resolve the issue however not successful. Healthcare it has decided to replace the handset and a replacement was sent. Patient to follow instructions received with new handset and if has any questions to contact patient services. Patient said will need to reschedule MRI. Additional information was received from the patient. They reported they were still encountering device not responding message. Patient services redirected them to healthcare provider to discuss ins check.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID a520, serial# unknown, product type software. Product ID tm90p01, serial# (B)(6), product type accessory. Product ID hh9020snm, serial# (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.